Event description:
Reporter indicated a vns patient was having increased seizures. The patient later underwent vns generator and lead replacement surgery. It is not known why the lead was replaced. Attempts for further information and return of the explanted devices are in progress.